Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels. Reportedly, the cause of the elevated bg levels were because the customer ate a large dinner and was never able to lower bg. The contact reported that the pump "could have been" the cause of the high bg. The customer attempted to stabilize bg by attempting to deliver multiple 6 unit boluses; however, the issue was not resolved. The customer was hospitalized for diabetic ketoacidosis (dka) on (B)(6) 2017. While in the hospital, the customer was treated with an insulin drip and manual injections. The customer was released from the hospital on (B)(6) 2017 and reported having large ketones but no permanent damage. The customer's bg levels were under normal parameters. At the time of the report, tandem technical support (cts) performed a system check and it was confirmed that the pump was functioning as intended. Additionally, it was reported that the pump touch screen would time off too soon. During troubleshooting with cts, the issue recurred. The customer confirmed that an alternate method of insulin delivery was available.